Manufacturer narrative:
The tech isolated the issue to worn locking mechanisms on the casters. He replaced the four casters to repair the stretcher.

Event description:
Info received indicates the brake is not holding.